Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with pixel leaking lcd and lens cover appears to be cracked. Review of the device data log found 12 "no disposable alarms" recorded in the event log. Functional testing included event log review, sensor testing and use testing. Sensor testing found the dso sensor high pressure trip value within manufacturing specification. Simulated use testing was unable to replicate the error with a disposable attached. After removal of the cassette the pump did alarm for "no disposable attached". Service recalibrated the upstream occlusion sensor and replaced the downstream occlusion sensor as a precaution. Based on evidence, the complaint was confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump gives no disposable alarm. There are no known adverse effects to patient.

Event description:
Additional information received. No patient involvement, discovered during bench test.